Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a lot of ectopy yesterday and the patient had to be shocked with pulse-less torsade di pointes. The intra-aortic balloon pump (iabp) "shut off" and the screen went totally black when the pump shut off in the intensive care unit. It was also reported that the iabp had a purge failure alarm (8) on start up. As a result, pump was powered down and back up. The patient was stabilized, and therapy was continued with the console. There was no report of patient complications, serious injury or death. Additional information obtained. The pump shut off once when the patient was shocked in the ICU. They subsequently shocked the patient two more times (in a different location or and during transport from the or to the ICU) and the pump did not shut off. The rn reported that the next day they coded the patient for a couple of hours that night and the pump worked fine.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iabp shut off during patient defibrillation is not able to be confirmed. The iabp passed testing by a teleflex field service engineer. Additionally, the iabp was sent for external testing; the testing could not reproduce the iabp shutting off during defibrillation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient was having a lot of ectopy yesterday and the patient had to be shocked with pulse-less torsade di pointes. The intra-aortic balloon pump (iabp) "shut off" and the screen went totally black when the pump shut off in the intensive care unit. It was also reported that the iabp had a purge failure alarm (8) on start up. As a result, pump was powered down and back up. The patient was stabilized, and therapy was continued with the console. There was no report of patient complications, serious injury or death. Additional information obtained. The pump shut off once when the patient was shocked in the ICU. They subsequently shocked the patient two more times (in a different location or and during transport from the or to the ICU) and the pump did not shut off. The rn reported that the next day they coded the patient for a couple of hours that night and the pump worked fine.